Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following: pt required elevated doses of levo, on recheck I noted that blood was backing up into her levo IV tubing despite the pump continuing to run without alarming. There was also some fluid on the ground and when I disconnected the tubing from the patient some fluid drained out onto the floor. I did not see a hole in the tubing, but I assume that there may have been a small hole somewhere.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The infusion set was primed and connected to a sample bd secondary set to determine if there were any issues during a simulated infusion. The simulated infusion was conducted at a rate of 125 ml/hr. There were no issues of leakage, air-in-line, occlusion or backflow during the test. The customer complaint of backflow / component damage - leak was not confirmed. The root cause for the reported failure was not determined because the failure was not replicated during testing.